Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during the initial drain phase of automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected at the time of the alarm. A care giver was unsure if the line was properly primed or if the hp was connected prior to initiating the initial drain, but nothing else unusual was noted during troubleshooting for the alarm. A technical service representative (tsr) explained the alarm to the cg and assisted the cg with ending therapy. The cg planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.